Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2012, inratio2: 2.9, reference meter: 1.7. Protime3 tested immediately after the inratio from the same fingerstick site, therapeutic range: 2.0-2.5.

Manufacturer narrative:
Investigation pending.